Event description:
The pt was shocked on his hand via a faulty electrical cord which caused how he felt his stimulation to change. The pt experienced excruciating pain in his neck, and burning in his area of paresthesia, the extension and the implantable neurostimulator location. The skin over the implantable neurostimulator and wires was red. The pt programmer wasn't working, so the pt was unable to turn his stimulator off at home. He went to the ER; his status was reported to be fair. The pt programmer was not brought to the facility. The hospital did not have a physician programmer. The pt blacked out and got into a car accident while driving to get his implantable neurostimulator checked and reprogrammed. He was treated in the intensive care unit. The device system was unable to be checked because the pt had become too sensitive to stimulation. He felt overstimulation in his area of paresthesia (shoulders and arms) and also down his back and into his legs. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).